Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr290 autofeed humidification chamber domes were damaged. One chamber became damaged after 7 days of use, the second was damaged after 15 days of use. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chambers were received at fisher & paykel healthcare (B)(6) for evaluation and were visually inspected for the reported damage. Results: device 1: visual inspection revealed multiple cracks in the chamber dome near the hinge bracket. The cracks also exhibit a crazing patter and white residue was found in the chamber. Device 2: visual inspection revealed cracks in the chamber dome near the hinge bracket. The print on the chamber was found to be faded and white residue was found in the chamber. A lot check revealed two other similar complaints for lot 140520. Conclusion: the nature of the cracking and the residue on the chamber dome indicates that the damage was caused by the chamber coming into contact with chemicals/alcohol which resulted in stress cracking. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The hospital reported that the chambers cracked after 7 and 15 days of use, which suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - this product is intended to be used for a maximum of 7 days. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints involving cracked domes in mr290 chambers due to environmental stress cracking has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of (B)(6) 2015.